Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was placed during a prolapse repair procedure. As the physician was in the anterior vaginal compartment doing final adjustments, he began cutting the sheath of a leg assembly placed through one of the sacrospinous ligaments when he noticed that the patient started to bleed "quite badly." The physician used tamponade and floseal to successfully stop the bleeding. The physician completed the procedure with this pinnacle anterior/apical pelvic floor repair kit with no further complications to the patient, who was reportedly fine at the conclusion of the procedure. The physician opines that the bleeding occured because he may have punctured the pudendal vessel/ischial spine from being too close to it, and does not believe the bleeding is related to the device itself.

Manufacturer narrative:
(B)(6).